Event description:
Event 1: ongoing issues with leaking baxter tubing. This author was performing daily cl audits and noted leaking at y-site port despite green alcohol cap being in place - leaking y-site marked with tape. Lot number unknown. Team to order clear fluids and line to be changed per nnicu protocol. Faulty product to be delivered to apsm office. Event 2: called to assess patient's cl due to report of leaking il fluid from line. Upon inspection, baxter tubing noted to be cracked between male site at end of baxter tubing and female site at start of il filter. Leaking line discontinued and changed out sterilely per nnicu protocol. Faulty product delivered to apsm office. Lot number unknown. Event 3: ongoing issues with leaking baxter tubing. Performing cl audits and noted leaking y-site despite green alcohol cap being in place. Y-site marked and tubing to be saved and given to apsms. Team to order clear fluids and line to be changed per nnicu protocol. Lot number unknown. Manufacturer response for IV tubing, IV tubing (per site reporter), ongoing issue. Added to leaking IV tubing, materials contacted to start return. Sample picked. Emailed [redacted name].